Manufacturer narrative:
Additional information added to b5, h3, h6 and h10. B5: upon follow up, it was further reported ¿the patient as connected, treatment ended and blood was returned¿. The device was not received for evaluation; however, the machine was inspected on-site by a baxter qualified technician who reported that the alarm ¿b1952 - internal motor failure¿ was found when turned the machine on. The calibration of the syringe pump and system self-testing were performed, and no malfunction was detected. Powered the machine and no alarms appeared. Prime and 30 minutes simulated treatment with heparin syringe were carried out without any alarms. The event history log review showed the recorded events are not corresponding to the reported event. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, the device issued an alarm that the syringe was empty although the 50ml syringe contained 5-6ml. The staff attempted to reinstall the tubing and restart treatment, however, the device bolused the remaining heparin, emptying it completely. After the event, the machine generated alarm "b1952 : motor internal fault". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.